Manufacturer narrative:
Event site name: (B)(6). Event site address: (B)(6). Event site city: (B)(6). Event site postal code:(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during evaluation, the cardiosave hybrid intra-aortic balloon pump (iabp) had a display failure. No patient injury reported.